Event description:
The dealer states, the right motor will not move at all when given a command. The technician had the dealer swap the motor leads and the right motor still will not move. Right motor needs to be replaced.